Manufacturer narrative:
Software data logs were received by the MFR on (B)(4) 2014 for further evaluation. The subsidiary's mfg engineering ctr (mec) could not duplicate the report issue. Per an email from the customer, the flow sensor was placed between the oxygenator and arterial filter.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flow sensor was attached to a tube to measure flow of arterial. The central control monitor (ccm) showed flow sensor error "disconnected" or "detached" and alarmed continuously when opened perfusion screen. The device was not changed out, as the issue was resolved after restarting the sys-1. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.